Manufacturer narrative:
Correction: evaluation summary post market vigilance (pmv) received one device. The visual inspection of the device noted; the flapper valve was broken. The obturator, lock collar, and valve doors appeared intact. The insufflation bulb was received. Pmv performed functional testing, the balloon was inflated, lo leaks detected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the broken valve seal may occur when mishandled during clinical application. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic total extraperitoneal repair inguinal hernia, on the first step, the device did not inflate. The device deflated. They opened a new device to complete the case. There was no patient injury.